Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty cable was confirmed. It is therefore likely that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, found a kink/knot on the cable. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the hd autoclavable camera head had no picture during reprocessing. There was no report of patient harm or user injury associated with this event.